Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported, that the patient¿s ipg had reached end of life. Patient lost therapy approximately one month ago. As a result, surgical intervention may be undertaken in the future.